Event description:
This is filed to report use after expiration. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted, reducing mr to a grade of 1. However, after the procedure, it was recognized that the implanted clip was expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported improper or incorrect procedure or method/user error is associated with the use of an expired (clip delivery system) cds that was used during the mitraclip procedure. It should be noted that in the mitraclip instructions for use, mitraclip g4 system preparation before use, warns: "do not use the mitraclip g4 system after the ¿use by¿ date stated on the package label, and never reuse or re-sterilize the system. Use of expired, reused, or re-sterilized devices may result in infection." There is no indication of product issue with respect to manufacture, design or labeling. H6: code 2017 added to capture the device being used after expiration.